Event description:
A report was received that the pt underwent a pocket revision due to pt discomfort. The pt experiences discomfort when she moves her neck and when she is lying in bed. The pocket site was moved from the back to a more comfortable location. The pt was reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.